Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an ineffective shock followed by rhythm acceleration. At this time, this device remains in service and there were no additional adverse patient effects reported. Additional information received from the field indicates no action (reprogramming or otherwise) has been taken, and the patient will attend another scheduled follow-up with their physician.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an ineffective shock followed by rhythm acceleration. At this time, this device remains in service and there were no additional adverse patient effects reported.